Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose protruded drive support disk. However, the motor passed motor test and no a33 alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed during prime and insulin kept squirting. Customer was disconnected during prime. Customer's blood glucose was 189 mg/dl. The device was not dropped, bumped, or exposed to water. It was unclear if the drive support cap was damaged. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.